Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of pulmonary embolism (pe) and abdominal bleeding. The filter was implanted via the right femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well and without complications. More than four years after the filter implantation, the patient became aware that the filter had fractured with filter struts retained within the inferior vena cava (ivc). The patient further reported having experienced mental anguish, anxiety and worry associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Additional information is pending and will be submitted in a follow up report when received.

Event description:
As reported in the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury, and damage to patient, including, but not limited to: malfunction, including fracture that causes injury and damage to the patient. The following additional information received per the medical records indicate that the patient had a preoperative diagnosis of pulmonary embolism, and abnormal bleeding. During placement of the inferior vena cava (ivc) filter via right femoral vein, the filter was successfully placed at the l2 level below the renal veins. A post-deployment venogram showed that the filter was intact and the ivc in a good spot. The patient tolerated the procedure well and there were no complications. According to the information received in the patient profile from (ppf), approximately on or about four years and four months post implantation of the ivc filter the patient became aware of the alleged events and reports to have a fractured filter and there are fractured filter struts retained within the inferior vena cava (ivc). The patient states to live with the anxiety of having a filter that could fail further at any time. The patient states to worry because their filter has fractured within their vena cava.